Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported that during an intraocular lens (iol) implant procedure, the surgeon switched to a different model iol due to a capsular tear. Additional information was provided by the initial reporter that the lens was exchanged during the initial procedure. She reported that in the surgeon's opinion, the iol did not cause/contribute to the event or cause a serious patient injury. No reason for the event was given.